Event description:
Our distributor had received a complaint from (B)(6) that 2 incidents have occurred with PICC. Customer claim that the catheter broke. We contacted the hospital to get more information about the occurrences and the pharmacy said that the catheters were inserted in a (B)(6) admitted to the intensive care unit to drug administration. The catheters were not used to drug administrations. A new procedure was performed successfully. Currently awaiting further information regarding if any drug administration was involved and if there were any consequences to the patient.

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.